Event description:
It is reported that no osseointegration was found on the expansion cup. Some delamination and plastic wear is also observed.

Manufacturer narrative:
This report will be amended when our investigation is completed.